Manufacturer narrative:
Physio-control further investigated the reported issue and no product problem was found. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when their lucas device was removed from use on a patient "the patient¿s chest opened up down mid-line sternum and a large amount of blood sprayed out of open cavity." It is unknown if the device cause or contributed to this event. The patient involved in the reported event is deceased.

Manufacturer narrative:
Physio-control performed a clinical review of the event and determined that it is unknown whether the device contributed to the outcome of the patient or not. The provided information was insufficient to determine device contribution.

Event description:
The customer contacted physio-control to report that when their lucas device was removed from use on a patient "the patient¿s chest opened up down mid-line sternum and a large amount of blood sprayed out of open cavity." It is unknown if the device cause or contributed to this event. The patient involved in the reported event is deceased.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was no product problem was found. The device was returned to the customer for use. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when their lucas device was removed from use on a patient "the patient¿s chest opened up down mid-line sternum and a large amount of blood sprayed out of open cavity." It is unknown if the device cause or contributed to this event. The patient involved in the reported event is deceased.